Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 500 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the battery cap could not be secured properly to the pump and the pump experienced an intermittent power issue. The reporter noted there was no damage to the battery compartment. This complaint is being reported because the reported health event was attributed to a battery cap malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: the original complaint could not be duplicated or confirmed. The battery cap securely attached to a test pump with no defects found.